Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had partial display. The customer's blood glucose was 105 mg/dl. When customer was giving a bolus and noticed that the texts where missing letters. There was failed battery alarm. The troubleshooting was performed. The customer was advised that the insulin pump will need to be replaced and revert to back up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement, self test and no failed battery test however, insulin pump have a missing segments/partial display anomaly due to cracked lcd zebra connector noted.